Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred while the customer was charging the pump. Reportedly, the pump was not exposed tot extreme temperatures. Additionally, the pump battery was depleting quickly. Customer's blood glucose ranged from 120-145 mg/dl. The customer continued using the pump for insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.

Manufacturer narrative:
It was reported that the battery continued to deplete too quickly. Customer's blood glucose was 162 mg/dl. The customer continued to use the pump and had manual injections for insulin therapy.